Event description:
Reported that product "blows" up after using the power injector. Blood exposure to a member of the medical staff eyes.

Manufacturer narrative:
Follow-up revealed that facility failed to cap the end of the y adapter causing the blood exposure. A mailing container and prepaid label has been sent to the customer for return of the sample. (B)(4).